Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient thought the system wasn¿t on or not working right. Reportedly, the patient had lost (B)(6) and knew the leads ¿were not quite where they were supposed to be.¿ it was noted the patient saw the healthcare provider (hcp) in (B)(6) 2013. It was also noted the patient ¿could not even drink and everything was coming back up.¿ it was reported the mother of the patient was looking for a hcp near them to program the patient.

Manufacturer narrative:
Concomitant products: product ID 435135, serial #(B)(4), implanted: (B)(6) 2011, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).